Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076786, UDI: (B)(4).

Event description:
It was reported that one of the patients thoracic spinal cord stimulator (scs) lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted scs lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that one of the patients thoracic spinal cord stimulator (scs) lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted scs lead was not returned as it was kept by the medical facility.